Event description:
It was reported that the insulin pump alarmed button error, which would not be cleared, and had an unresponsive keypad. The caller stated that the alarm occurred during a bolus attempt. The blood glucose reading was 7.5 mmol/l. The caller stated that she was sitting down about to program a bolus when the issue began. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.